Event description:
It was reported that the kerrison bite broke during a posterior fixation procedure. There was no adverse effect to patient.

Manufacturer narrative:
The investigation revealed a reported complaint that a algi rongeur 3mm kerrison bite broke during a posterior fixation procedure. No product was received for investigation. No operative notes or radiograph images were provided for review of usage/technique. However, photos of the algi rongeur, 3mm kerrison showed chipping on the upper biting component on the distal end. As a result, an alternate observation was made and confirmed visually through digital images. The reported defect code was "fractured", but this is incorrect as there was not complete breakage in the rongeur. There was no adverse effect to patient. A manufacturing review was completed. Lot information was provided for the algi rongeur (lot number fd1995308), so a review of the manufacturing records was possible. Review of nonconformance (ncr/ncmr) records and complaint history for product family identified no nonconformities with respect to material type, treatments or dimensions that may have caused or contributed to this mode. Labeling, manufacturing, and risk reviews completed with no deficiencies, discrepancies or adverse trends noted other than a new defect code of "chipping". Complaint monitoring will continue and additional action will be taken in the event that an adverse trend is identified. Product is within the anticipated risk; therefore, no additional action is planned at this time. The device was unavailable for evaluation, and the root cause is unable to be determined.

Event description:
It was reported that the kerrison bite broke during a posterior fixation procedure. There was no adverse effect to patient.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.